Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 24 hours. The load included 4 storz cameras. All items were released and used on patients before the results were confirmed. There was no injury or harm associated with the issue. This event is reported to the FDA since the load was released and used on a patient(s) before the cyclesure® 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
Additional information was received from the customer stating the concomitant load was indeed recalled and not released for use on patients. As a result, this event is not reportable for load being released and used on a patient(s) before the cyclesure® 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
(B)(4). Load not recalled and suspected positive bi.